Manufacturer narrative:
Additional information was received stating this system was removed from service and replaced. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The findings were communicated to the cardiologist who spoke with the patient about system replacement. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that upon interrogation of this device, a code 1004 was observed. Review of the device data identified the patient had received a 23j shock which was less than 20 ohms. The shock occurred one year ago and the low energy shock impedance values have been stable since that time. A boston scientific technical services consultant explained the code to the caller and recommended the system be explanted as this is a shorted shock lead impedance code. No adverse patient effects were reported.